Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments came from a failed tube/coil') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural pain ("horrible painful") and neuralgic amyotrophy ("brachial plexitis"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, procedural pain and neuralgic amyotrophy outcome was unknown. The reporter considered device breakage, neuralgic amyotrophy and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, brachial plexitis, procedural pain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments came from a failed tube/coil') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural pain ("horrible painful") and neuralgic amyotrophy ("brachial plexitis"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, procedural pain and neuralgic amyotrophy outcome was unknown. The reporter considered device breakage, neuralgic amyotrophy and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, brachial plexitis, procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("fragments came from a failed tube/coil") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criteria medically important and intervention required), procedural pain ("horrible painful") and neuralgic amyotrophy ("brachial plexitis"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, neuralgic amyotrophy and procedural pain to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, neuralgic amyotrophy, procedural pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: nullification: upon receipt of follow up information this report was detected to be a duplicate to record # to us-bayer-2019-231631 which all information will be transferred, then this duplicate record # us-bayer-2019-228990 will be deleted in bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.